Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed/gelled belt) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing a short that caused the rear 2 therapy electrode to deploy gel. Additionally, the cable connecting ECG "c" and ECG "d" was pulled from the strain relief. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt had exposed wires, and the belt had deployed gel.